Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was over 400 mg/dl at the time of the incident. The customer was not feeling well as a result of high blood glucose levels. The cannula of the infusion set was very bent. The customer stated that they experienced a very painful infusion set change. The customer declined troubleshooting for high blood glucose levels. The device is not expected to be returned for analysis.